Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigation could not confirm the reported complaint. The illuminator was visually inspected and was in good condition. The unit was installed into a test system and powered up with no issues. 10 power cycles were performed with no errors. Based on the information provided at this time, this complaint is being reported because system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported that during a da vinci assisted total hysterectomy procedure; the image tuned black and non-recoverable error 297 occurred. The intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the log files and noted error 297 was pointing to the double camera controller (doco) and 48238 pointing to an illuminator communications error. The tse explained how to continue the procedure using an external illuminator. The procedure was completed as planned with no reported injury. An isi field service engineer (fse) was dispatched to the site but was unable to reproduce the reported problem but did verify it in the log files. The illuminator power cable was reseated and the issue was not reproducible; however, the illuminator was replaced as a precaution.